Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. After the procedure was completed, the patient developed an abscess that was treated with antibiotics. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. The procedure was performed by a radiation oncologist using spinal local anesthesia. The planning computerized tomography (CT) scan was performed and no complication was identified. After the procedure was completed, the patient started to experience constipation and a cone beam computerized tomography (cbct) scan was performed which showed an air bubble near the site of injection. The abscess was treated with oral antibiotics. A small fistula was also noted on imaging. The patient has been referred to a surgeon on an unknown date to review the fistula. The patient's current condition is reported to be stable. ***additional information received on october 4, 2022 *** it was reported the patient is awaiting to be seen, in (B)(6) 2022, by the surgeon for the fistula.

Manufacturer narrative:
Additional information: block b5 has been updated based on additional information received october 4, 2022. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.